Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that two pair of ophthalmic forceps initially opened and closed properly when tested prior to patient contact then failed to open once inserted into the eye. A third pair of forceps were obtained in order to successfully complete the scleral buckle with membrane peel procedure to the right eye. There was no harm to the patient. Additional information has been requested.